Event description:
Device malfunction: none. Time of symptoms/ae: post vessel closure. Symptoms/ae: oozing. The following events were noted through a periodic article review. The study was conducted in a tertiary cardiac center to assess the efficacy of the 6fr perclose device. Approx. 146 consecutive pts undergoing closure of 205 femoral venous access sites. The majority (98%) had a greater than or equal to 10fr sheath inserted. Immediate hemostasis was achieved in 202 sites; however, six pts (4%) had late (>60 minutes after device deployment), minor subcutaneous oozing which was controlled by manual pressure and/or local injection of lignocaine with epinephrine (1 in 10,000 concentration). All pts were fit for discharge the same day. Though requested, additional info was not provided.

Manufacturer narrative:
This report involves cases noted in an article. No devices were available for analysis. The lot number was not identified; therefore, a device history record review could not be performed. (Off label use in the femoral vein). Attachment: dr. E. Horlick, md, et al; "pre-closure of femoral venous access sites used for large-sized sheath insertion with the perclose device in adults undergoing cardiac intervention", published online first 3 november 2006.